Event description:
Customer called to report a pod which she removed after 7 hours of wear because she did not think it was delivering insulin correctly. She said her bg had risen "from 180 to 300 to 350 to 458" over the course of 7 hours, before she removed the pod. She said she had bolused at each reading, but it had not brought her bg down. She said the site (on her abdomen) looked "normal", but the cannula looked "a bit bent" when she removed it. She put on another pod successfully and will call if she has any more issues. The caller that she would return the device involved for evaluation. No further issues were reported.

Manufacturer narrative:
The device involved in the reported incident has not been returned by the user for evaluation. A follow-up report will be submitted if the product is received. No conclusion can be reached at this time. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.